Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received. Upon return of the product a supplemental report will be submitted with the investigation results. The device service history record review has not been completed. When the results are available, a supplemental report will be submitted with the findings. Please refer to submission 2015691-2018-03500 for the swan ganz catheter involved.

Event description:
It was reported that there were inaccurate rapid blood temperature readings that were observed during patient monitoring. The readings were from 36-42 degrees. When this occurred, it stopped the cco readings. There was an edwards monitor and swan ganz catheter involved. To date, there has been no allegation against the cable. The issue was unable to be isolated to either product. This occurred during day 2 of post-op. The clinician observed the readings were inaccurate as the patient¿s temperature was not fluctuating, per the temperature sensing foley that was in use. The model number and serial number of the monitor is unknown. There was no inappropriate patient treatment administered. There was no patient harm or injury. Patient demographic information has been requested but has not been provided. Refer to the swan ganz catheter submission 2015691-2018-03500.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The edwards monitor cannot be returned by the facility for evaluation as the exact monitor involved cannot be identified. The serial number of the product is unknown. Edwards is unable to confirm or negate the customers experience without the return of the suspect product. The device service history record review could not be completed as the serial number is unknown. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly training clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.